Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent an ablation procedure with an ep shuttle stockert generator where the generator started to ablate by itself. The issue could not be reproduced later in the same case. Additionally, (B)(4) more cases were performed after, and the generator continued to operate normally without any issues to report. The generator is working properly. No malfunction was found. A device history record (DHR) review was performed, and it verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: smart touch catheter. Carto 3 system, model. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with an ep shuttle stockert generator where the generator started to ablate by itself. Prior to the procedure, bubbles were flushed from the irrigation circuit, and a transseptal puncture was performed. The ablation catheter was then introduced into the patient's right atrium. At this point, it was noticed that the irrigation pump was in high-flow mode, even though ablation was not currently being performed. The nurse attempted to place the pump into low-flow mode, at which point ablation started automatically, without anyone touching the generator or foot pedal. Ablation was stopped automatically, and the case continued without any patient consequence. It was noted that this issue could not be replicated, either during this case or the subsequent three cases. The irrigation pump was in automatic mode at the time of the event. The generator was in temperature control mode at 45 degrees c and 30w. No errors were reported on any bwi equipment. If the catheter tip is in contact with the heart wall or other internal structures, inadvertent ablation can lead to perforation, effusion or tamponade. Damage of this type to the intracardiac structures, specifically the valves, can necessitate surgical intervention. Additionally, unwanted ablation of normal conducting structures (pathways, nodes, etc.) Can necessitate insertion of temporary or permanent pacemakers. As a result, this issue is MDR reportable.